Manufacturer narrative:
Evaluation summary: the investigation is in progress. A sample is not expected to be received. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the injector arm failed to push lens in cartridge, moving across the optic, possibly causing damage to lens. In the surgeon's opinion, it was unknown what caused the event. According to the surgeon, theperformance of the device did not cause any serious patient injury because lens was not inserted. No surgical intervention was needed.